Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: s pain, weakness, and some mechanical symptoms (unknown additional symptoms, insufficient info on this allegation provided) developed. Radiographs revealed some osteolysis around both sides, but appeared to be well fixed and well aligned on the stem side. Cobalt chromium markers were elevated and pseudotumor. All the tissue was stained gray and necrotic, massive debridement back to bleeding tissue. The femoral head along with titanium adaptor were removed, there was no significant corrosion found. The acetabular component was well fixed. The complaint is confirmed based on the provided medical records. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02281. D10: cat #: 157444 / m2a-magnum mod hd sz 44mm / lot #: 682200. Cat #: 14-103203 / taperloc microp fmrl 9.0mm / lot #: 820230. Cat #: 139256 / m2a-magnum 42-50 tpr insrt std / lot #: 916640. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a hip procedure approximately thirteen years post implantation due to elevated metal ion levels, osteolysis, pain, weakness and metal-related pathology including a pseudotumor. During the procedure, necrosis was noted as well large amounts of stained joint fluid was drained. The head and titanium adapter were removed and replaced with no further complication reported. Attempts have been made and no further information is available.